Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon was initially inflated at 8 atmospheres for 3 seconds. The device was completely removed from the patient after it ruptured.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the aorta. A 6.0mmx20mmx80cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the second inflation at 11 to 12 atmospheres for approximately 5 seconds, the balloon ruptured. The procedure was completed with a 7.0mmx20mmx80cm sterling¿ balloon catheter. No patient complications were reported and the patient's status was fine.